Manufacturer narrative:
It was reported that hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the cup. If this information becomes available at a later date the task will be reopened and completed. A review of the complaint history for the head & stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other complaints were noted for the head & stem. In the absence of the actual devices, the production records were reviewed for the head. Device history record review confirmed that all released parts met specifications applicable at the time of production. Non-conformance was identified for the clean & pack paperwork for the bmhr stem. However, all supporting documents confirm that this was an acceptable product when released. Review of the product IFU for the head & stem found adequate warnings and precautions in relation to the alleged failure modes. Without the details of the cup, the specific product labelling and ifus for the devices cannot be reviewed. If this information becomes available at a later time, the task will be reopened and completed. A risk management review was performed. No additional risks were identified as a result of the reported event and no further actions are required at this time. The medical documents were reviewed. It cannot be determined to what extent the patients comorbidities had on her pain and clinical status. Although it was reported the patient had elevated cobalt and chromium serum levels, neither the levels nor the lab reports were provided for review. The reported pain and elevated metal ion levels along with intraoperative findings noted significant pseudocapsule, slight retroversion of the acetabular component may be consistent with findings associated with metal debris and pseudotumor. It is unknown if the slight retroversion of the acetabular component led to accelerated wear and the metal debri. Without the supporting lab/pathology results, relevant imaging or explanted components, the root cause of the reported elevated metal ions, pain, pseudotumor and metal debris cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that patient has some complaints of pain, but the main reason for revision was the fact that the patient had resorption of the femoral neck around the bmhr stem on the superior lateral aspect of the implant. Dr decided to revise the femoral implants as the patient had a risk of fracturing where the femoral implant was uncovered. Cup insitu and the femur revise to a polar stem with a bhdm articulation.